Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. There was no device malfunction suspected. The patient underwent an explant procedure wherein all device components were explanted and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).